Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. (B)(4).

Event description:
It was reported that a hispanic female patient who underwent a breast augmentation revision with mentor smooth round moderate profile saline breast implant experienced left-sided infection post-operatively. The patient experienced breast pain, and infection was confirmed by a medical professional. As a result, the patient underwent unilateral removal shortly after implantation on (B)(6) 2015, and replacement at a later date with like device (catalog #: 3501645, left lot-serial #: (B)(4)) on (B)(6) 2016.